Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a burr was noticed on the end of the bd insyte autoguard bc shielded IV catheter prior to use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a burr was noticed on the end of the bd insyte¿ autoguard¿ bc shielded IV catheter prior to use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Received a 20ga iag unit within an open package from lot number 8037528. The needle was fully retracted inside the safety barrel. Lot 8037528 was manufactured and packaged on afa line 11 from (B)(6) 2018 through (B)(6) 2018. All challenge, set- up and in process samples were performed in accordance to the quality control plan and all passed per specification. No qn¿s were initiated during it production. No physical ¿mechanical damage was observed on the catheter tubing and the tip was acceptable per specification. The catheter tubing revealed traces of lube (non-foreign) material (which is part of the manufacturing process-tipping). No foreign material or plastic was observed on the sheath. The non-foreign matter (tipping lube) observed in this investigation for this incident was introduced to the unit during the manufacturing process and would not affect fit, form or function of the product. No physical ¿mechanical damage was observed on the catheter tubing and the tip was acceptable per specification. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that a burr was noticed on the end of the bd insyte autoguard bc shielded IV catheter prior to use. There was no report of exposure, injury, or medical intervention noted.